Event description:
Bipolar liner fracture.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A complaint database search finds no other reported incidents against the provided prod and lot code since its release for distribution. The investigation could not identify any evidence of prod contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be reopened.